Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that there was noise on this subcutaneous implantable cardioverter defibrillator (s-ICD) system while programmed in the primary vector. Technical services (ts) reviewed device episode data and found that there was oversensing of the noise, but no inappropriate treatment. It was noted that the noise looked like either electromagnetic interference (emi) or myopotentials. This s-ICD system was explanted due to the aforementioned observations and replaced with a transvenous ICD. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for further investigation. According to additional information, upon opening of pocket during revision procedure, it was noted that the device sutures had broken.

Event description:
It was reported that there was noise on this subcutaneous implantable cardioverter defibrillator (s-ICD) system while programmed in the primary vector. Technical services (ts) reviewed device episode data and found that there was oversensing of the noise, but no inappropriate treatment. It was noted that the noise looked like either electromagnetic interference (emi) or myopotentials. This s-ICD system was explanted due to the aforementioned observations and replaced with a transvenous ICD. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for further investigation.

Event description:
It was reported that there was noise on this subcutaneous implantable cardioverter defibrillator (s-ICD) system while programmed in the primary vector. Technical services (ts) reviewed device episode data and found that there was oversensing of the noise, but no inappropriate treatment. It was noted that the noise looked like either electromagnetic interference (emi) or myopotentials. This s-ICD system was explanted due to the aforementioned observations and replaced with a transvenous ICD. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for further investigation. According to additional information, upon opening of pocket during revision procedure, it was noted that the device sutures had broken.